Event description:
On (B)(6) 2010, the patient was implanted with a scs system. On (B)(6) 2010, the patient was taken to the emergency room due to a stiff leg. The patient was unable to move her foot and was in pain. The sales representative met the patient at the hospital and reprogrammed her settings. The representative was able to successfully relieve the tension in the patient's leg and foot. The doctor stated that he believes the problem was associated with the patient's pre-existing condition and not the scs system itself.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.